Event description:
An autopulse 100 platform with chest compression assembly (cca) was deployed on a pt that was estimated to weigh 300 pounds and had a large fluid filled belly. The autopulse platform ran for approx 30 minutes and right before the code was terminated the cca broke. The user felt the large pt had slid down and to the left on the platform. Manual CPR was subsequently started as indicated in the user guide.